Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon appeared partially inflated before the inflation device was connected to the balloon. No damage was noticed during unpacking of the stent. The physician placed the taxus express2 8.8% 2.5mm x 16mm stent into the body. When the physician turned on the fluoroscopy to confirm stent placement, it was noted the balloon appeared slightly inflated prior to connecting to the inflation device. The device was removed from the pt with no injury or complication to the pt. The procedure was completed with another taxus device, same size, without incident. The pt's status throughout the case and after is listed as stable.